Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an interlobar formation on a lobectomy procedure, when attempted to release the knife by the black return knob after purple 60 reload was attached to the handle and fired, it was difficult to pull back. There was no abnormality with the tissue, and the second firing seemed able to be performed successfully. It was stated that the handle felt stiffer than usual. They continued to use the same handle and reload. There was no patient injury.